Event description:
It was reported that the system with a cardiac resynchronization therapy pacemaker (crt-pl and a non bsc right ventricular (rv) lead has been showing high, out of range pacing impedances over the last year. No noise was reproducible in the configuration it is. The crt-p and the rv lead remain in service at this time. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).